Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged or unavailable. Investigation ¿ evaluation. Mackay base hospital reported about issues involving turbo-ject single lumen peripherally inserted central venous catheter sets (upics-3.0-CT-nt-1110). There were three complaints. Two where the peel-away sheath tapered tips have bunched up/frayed and 1 x wire unraveled and fractured leaving a piece of wire in the patient and had to have cardiac cath lab retrieve the piece of wire. A review of documentation including the instructions for use (IFU) and quality control, as well as a visual inspection of the returned device was conducted during the investigation. One turbo-ject single lumen peripherally inserted central venous catheter set was returned for evaluation. A visual inspection noted that the clear tubing was partially separated from the purple hub. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) found that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) could not be conducted, as the lot information is currently unknown the instructions for use (IFU), provides the following information to the user related to the reported failure mode: warnings. -the safe and effective use of turbo-ject PICC lines with power injector pressures set above 325psi has not been established. -do not power inject if maximum injection rate cannot be verified to meet limit printed on catheter hub or extension tube. -to safely use turbo-ject PICC with a power injector, the technician/health care professional must verify prior to use that the maximum pressure limit is set at or below 325psi and that the maximum flow is at or below that which is listed on the catheter. Dynamic and static pressure test results are shown on the following table - a table is included in the table in IFU with data that includes upics with a size 3.0/single precautions. -if lumen flow is impeded, do no force injection or withdrawal of fluids. Notify attending physician immediately. The evidence from the complaint file, quality control documents and complaint device indicate that the complaint device was manufactured to specification as well as other items in the lot or similar devices in the field or in house. Based on the information provided, examination of the returned product and the results of our investigation, a definitive root cause of the failure could not be established. The appropriate personnel have been notified. Appropriate measures have been taken, as a CAPA has been opened to further investigate this failure mode. We will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.

Manufacturer narrative:
The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
During the device investigation for mfg. Report reference #: 1820334-2020-00600, a hole was discovered at the hub/tugging connection of a turbo-ject single lumen peripherally inserted central venous catheter set. No additional information regarding this case is available.